Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite and replaced the main pcb. The fsr performed an ovp and performance check. The fsr confirmed the ventilator passed all testing and met all vyaire OEM specifications. The suspect faulty component is being returned to the manufacturing site for further analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator kept auto-cycling and would not stop while in use on a patient. The patient was not receiving any tidal volumes. The customer advised there was no patient harm associated with this event.

Manufacturer narrative:
(B)(4). Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and was isolated to faulty pt800 and pt801 transducers. A CAPA has been initiated to address this issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.